Event description:
It was reported that there was no flow through a small volume infusor. During the preparation phase, before the release of the infusor with 5-fluorouracil (equal to 63 ml), the device failed to dispense the solution from the tubing as expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between september 27, 2023 - september 28, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.